Event description:
It was reported that the patient complained about feeling muscles spasming around the device after throwing an object. Follow up was attempted for additional information, but was unsuccessful. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.